Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s reservoir compartment was broken, there were little cracks on the insulin pump and the screen and had no delivery alarm each time sets were changed. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.